Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s wife reported a discrepancy between dexcom g7 continuous glucose monitoring (cgm) and fingerstick readings, the blood glucose (bg) was 272 mg/dl on the pump and 307 mg/dl by fingerstick. The agent instructed the user's wife to calibrate to 307 mg/dl and guided the user through checking tubing and replacing the infusion site on the 23" contact detach set. Insulin delivery resumed successfully. Follow-up with the user confirmed bg had decreased to 178 mg/dl. The highest blood glucose (bg) recorded was 307 mg/dl. Bg was corrected through a supply change and hydration. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.